Event description:
Boston scientific crm received information that, since device replacement in 2008, this right ventricular (rv) lead exhibited a gradual increase in pacing impedance values. The pacing impedance measurement is now greater than 2000 ohms. A possible explanation for the gradual increase in pace impedance is calcification of the lead tip. Bsc ts suggested that the rv lead be replaced because when impedance values are greater than 2000 ohms lead integrity cannot be guaranteed. Subsequently, additional information was received that the physician performed defibrillation threshold (dft) testing, and due to undersensing elected to reprogram the rv sensitivity to 0.2mv. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.